Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive, at the sensor insertion site. Patient's mother described the skin reaction as being an itchy rash, resembling a heat rash. Sensor was inserted at abdomen on (B)(6) 2015. Patient's mother treats the affected area skin tac wipes. Additionally, it was reported that the patient's mother was taking the patient to the doctor on (B)(6) 2015 for medical advice. It is unknown if the patient was seen by a physician on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).